Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "broken latch" was confirmed and not reproduced during product evaluation. The assignable cause was determined to be a broken latch on syringe holder assembly. The syringe holder assembly was replaced in order to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken latch." This condition occurred during programming/setup in the "operating room" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.